Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead implanted: (B)(6) 2006; 5071-35 lead implanted: (B)(6) 2007. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the right ventricular (rv) lead had insulation damage. The lv lead remains in use. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted that the overlay tubing of the lead developed a breach at 14.7 centimeters due to non-electrical esc (environmental stress cracking) while in vivo. The overlay tubing is not insulation and does not affect the performance of the lead.

Event description:
It was further reported that the rv lead was explanted and replaced.